Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the rate/sense portion of this implantable defibrillation lead had fractured. Pacing impedance measurements greater than 3,000 ohms had been observed. Oversensed noise was also observed which resulted in inappropriate shocks. An invasive procedure was performed. The lead was capped and surgically abandoned. A new defibrillation lead was successfully implanted. No adverse patient effects were reported.